Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 351 (mg/dl). A correction bolus was delivered to address bg levels. During troubleshooting with tandem technical support, air bubbles were noted in tubing. Customer was able to fill new tubing and resume insulin delivery.